Event description:
Boston scientific received information that this right atrial (ra) lead dislodged approximately eight years ago. At that time, the device was programmed to vvir mode. During a recent device replacement procedure the ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.